Event description:
After reviewing the summary report from this defibrillator, we do not see any evidence of pacer spikes nor increase of pace current. Although the nurse did say she turned the pace current up. It appeared that there was a paced rhythm seen on the wall cardiac monitor in the room. The patient was being paced for third degree heart block.